Manufacturer narrative:
The events of capsular contracture, seroma, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV, seroma; granuloma.

Event description:
Later healthcare professional reported capsular contracture baker grade IV. Pathology reported "dense macrophage infiltrate with microvacuolated cytoplasm compatible with silicone phagocytes and accumulations of macrovacuoles with giant multinucleated foreign body reaction-like cells, findings compatible with silicone escape." Biopsy performed of the liquid and the capsule to rule out oncological pathology. The device has been explanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported unknown side device rupture diagnosed via MRI. Later healthcare professional reported capsular contracture baker grade IV. Pathology reported "dense macrophage infiltrate with microvacuolation cytoplasm compatible with silicone phagocytes and accumulations of macrovacuoles with giant multinucleated foreign body reaction-like cells, findings compatible with silicone escape." Biopsy performed of the liquid and the capsule to rule out oncological pathology. The device has been explanted. This relates to the right side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported event rupture/ granuloma/ capsular contracture/ seroma-late was received on jan 15, 2025. With lot number 3084449. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. Seroma-late: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, unknown side device rupture. Diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.